Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The mega suturecut needle driver instrument was found to have broken grip at the grip base. The customer returned broken material measuring approximately 0.34 x 0.12. No material appeared to be missing as the broken assembly was pieced back together. This failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, that when the mega suturecut needle driver instrument was pulled out, a prong was found missing. Once the issue was noticed, they switched the instrument and completed the case. Post procedure, the customer manually searched for the broken prong for roughly 20-minutes. After the unsuccessful attempt to locate the missing piece, an x-ray was performed and the missing piece was located. In total, approximately 45-minutes to one hour was spent attempting to locate the piece. It was noted the fragment was retrieved with a backup instrument. The surgeon was suturing when the fragment fell inside the patient's anatomy. It was unknown if there was any instrument/tip collision. Upon removal of the instrument through the cannula, the wrist was straightened. The fragment would be available for return. A photo/image was available; however, not provided. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with a reporter and obtained the following additional information: the reporter informed that the information was provided by the robotics coordinator. It was noted the mega suturecut needle driver instrument was inspected prior to use. Prior to the reported issue, the instrument had been in use for approximately two hours and no issues with instrument functionality or collision were observed. When the surgeon went to grab the needle again while suturing, one side of the jaw snapped off. A fluoroscopy was used to locate and a grasper was used to retrieve the fragment out of the port. No instrument collision was observed when the instrument tip fell inside the patient. The surgeon did not know why the fragment would fall as they used the instrument in the prescribed manner. Upon final removal of the instrument, the wrist was straightened out and no resistance nor damage was observed on the cannula. The patient had not returned to the hospital for any post-surgical complications. Image/video was reportedly available for review; however, was not provided. The instrument would be returning for evaluation. The procedure was completed robotically with no patient injury or harm.